Event description:
Information received with return of the explanted device notes that at implant there were "very high (6.0v) thresholds...possibly in the coronary sinus." There was a loss of capture the next day and an attempt at repositioning blood was noted in the lead.~~~~~